Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
Reported via journal article. It was reported that there was a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The wds was inserted into the patient and it was noted to have perforated the patient's left atrium. The patient developed a pericardial effusion with cardiac tamponade. The physician performed a pericardial window and drained 400ml of blood from the patient. A septal occluder device was used to seal the la perforation that was present. The patient became hemodynamically stable and then was transferred to the intensive care unit for monitoring. The next day a transthoracic echocardiogram showed that the effusion had completely resolved. The patient was discharged home 4 days post procedure doing fine.